Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.81 v with an 8.2 second charge time at a normal follow-up. Several days later the device emitted beeping tones and the patient was brought back into clinic. The device then displayed a battery status of end of life (eol). The monitoring voltage was 2.77 v and the charge time was 30 seconds. There was a concern that the battery depleted earlier than expected. This device was explanted and replaced with another manufacturer's device. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.